Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 5.0 inr/3.8 inr (patient 1); 2) 3.6 inr/2.7 inr (patient 2); 3) 5.8 inr/3.4 inr (patient 2) no actions taken based on device results. No adverse event reported. Requested return of suspect system however, the caller states the test strips are no longer available. Replacement was sent.

Manufacturer narrative:
Patient 2 - (B)(6), female. It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.